Event description:
The report stated that at first, the generator turned on as usual for the radio frequency ablation procedure. However, once it was turned off for an echo check and activated again, the impedance was indicated as 18 ohms and "impedance test failed" was displayed. Another needle/pads were used but the generator did not turn on. The procedure was postponed. The patient was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.